Event description:
It was reported that high pacing impedance and increased thresholds were observed. The physician had opted to monitor the lead due to the patient's current medical condition.

Manufacturer narrative:
No medwatch form was received.